Event description:
Consumer via phone stated that brushheads seem to keep coming off while brushing. No injury was reported.

Manufacturer narrative:
On 17-jun-2021 product investigation results: product return was received and investigated. The evaluation of the complaint was done without fault.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer via phone stated that brushheads seem to keep coming off while brushing. No injury was reported.